Event description:
It was reported that the customer had a sensor graph versus blood glucose differences on the insulin pump. The customer's blood glucose level was 130 mg/dl. The troubleshooting was performed. The customer was advised that the sensor graph and blood glucose reading will be close, but rarely match due to how glucose travel into the body. It was explained to the customer that there may be a larger differences after meal, bolus delivery or when present on sensor graph. The patient was also advised to reviewed site location and selection, rotation and insertion technique, type tape and technique. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.